Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that probe leaked air and did not cut or actuate during a procedure. The condition of aspiration was unknown. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation for the report of fine air generated from aspiration opening of probe, actuation/cutting failure of probe. The returned sample was visually inspected and deemed nonconforming. Foreign matter is on the upper port face. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. No bubbles were observed. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. Gouge marks present at the bend area. The complaint evaluation does not confirm the probe had a cut issue or bubbles. The probe performance testing met specifications. The exact root cause of why the customer thought the probe had a cut issue or bubbles cannot be determined from this evaluation. However, during the evaluation, the visual was nonconforming due excess clear debris on the outer diameter of the needle. How and when the debris got onto the needle cannot be determined from this evaluation. The most likely root cause of the debris on the needle is from the probe being in surgical use for approximately 15 minutes. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).